Event description:
It was reported that (2) devices were used during a laparoscopic tubal ligation. It was reported by the affiliate that the 578sd trocars are leaking and diaphragm/seal tears. Another device was used to complete the case. There was no further consequence to the pt.